Event description:
It was reported that when using the bd pyxis¿ anesthesia station es entire narcotic mini pocket in drawers 1.1 and 1.3 were opened during the dispensing of morphine and fentanyl. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire narcotic mini pockets were opening in the drawer 1.1 and 1.3 during dispensing. A field service engineer ran the hardware test application and identified that two pockets were opening fully and causing the other pockets in their respective rows to open fully as well, disconnected the two affected pockets and reran the hardware test, after which all remaining pockets functioned correctly, replaced the two engines, then tested the mini drawer again using the hardware test application. All components tested successfully, and the customer confirmed proper operation within the application. The system functioned as intended after the field service engineer repaired the device.